Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a delay in delivering therapy due to the ventricular tachycardia rate cut off being slightly too high. Technical services (ts) was consulted and advised there was undersensing that caused the device to fall out of a tachy detected state while the patient was in a true ventricular tachycardia (vt). It was also noted anti-tachycardia pacing (atp) therapy accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered two 41j (joule) shocks to convert the arrhythmia. At this time, the device remains in service. No additional adverse patient effects were reported.